Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) reported testing the iabp on site with a test simulator and found that there was no malfunction with the iabp. The reported event was due to the connected blood pressure transducer of the customer. Consequently, stopping when being touched. The medical technician exchanged this transducer with a new one, and there were no further issues. The iabp passed all testing to factory specifications. The iabp was returned to the customer, and released for clinical use.

Event description:
A medical technician reported that, while in use on a patient, the pressure curve on cardiosave intra-aortic balloon pump (iabp) was disappearing again and again. There was no patient injury or adverse event reported . There was no danger to the patient at any time because the device was working properly.

Manufacturer narrative:
Getinge has confirmed that the blood pressure transducer that failed is a non-getinge product.

Event description:
A medical technician reported that, while in use on a patient, the pressure curve on cardiosave intra-aortic balloon pump (iabp) was disappearing again and again. There was no patient injury or adverse event reported . There was no danger to the patient at any time because the device was working properly.